Event description:
Patient was implanted with 4.5mm locking compression plate (lcp) medial proximal tibia plate, washers and screws for a left tibia fracture on (B)(6) 2008. Patient developed osteomyelitis on an unknown date post-operative. On follow-up, decision was made to remove all hardware and place antibiotic cement spacer. Patient was returned to the operating room (or) on (B)(6) 2013 for removal of hardware. The removal of hardware completed without complications. This complaint is on a cannulated locking screw. This is 8 of 11 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Pt ID: (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.